Event description:
Affiliate reports that leakage was noted after external drainage system was implanted from the 3-way stop cock, and the system was removed. The doctor did not replace it.

Manufacturer narrative:
Codman has rec'd the device for evaluation. Upon completion of the investigation, a follow up report will be filed.